Event description:
It was reported that during pulse field ablation (pfa) procedure, a versacross access solution was selected for use. It was noted that the material/coating at the tip kept pulling back. It was attempted to use it but was unsuccessful and a new versa cross access solution had to be used to complete the procedure. During insertion, the physician encountered resistance and was unable to advance the device into the patient; upon withdrawal and visual inspection, the physician observed that the insulation had peeled back. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.